Event description:
It was reported an alert was displayed for right ventricular (rv) intrinsic amplitude out of range. Presenting electrogram (egm) shows intermittent ventricular undersensing. Additionally, review of the trend data showed ventricular amplitudes range from 9.8mv to greater than 25mv since implant. Ventricular sensitivity is programmed automatic gain control (agc) 0.6mv. It was also noted that right ventricular automatic threshold (rvat) was in suspension. Technical services reviewed device data and determined the rvat failed to measure the threshold due to low evoked response (ER). The last measured rv threshold was 2.8v@0.4ms. Additional information was received that trends showed increased thresholds, loss of capture and pacing impedance measurements greater than 2000 ohms on the rv channel. X-ray revealed this lead had perforated through the rv wall. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced with another boston scientific lead. No additional adverse patient effects were reported and the patient fully recovered following the procedure.